Manufacturer narrative:
The unit was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. The unit was received with minor scratches on lcd window and a cracked case on the battery tube area. The unit was received with cracked battery tube threads, scratched casing, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, and a severely peeled end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were cracks along the battery compartment and on the back of the insulin pump. The screen was also scratched. The customer's blood glucose level was unknown. The device was returned for analysis.